Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their stimulation turned up on its own to 8.5 volts and they could not pee when they were supposed to take a urine test and they could not get the stimulation back down. They stated they had since been able to turn stimulation down. Additional information was received. The patient called back reiterating the same information. They stated they had the stimulation set to 8.5 volts and couldn't get it back down, they stated they were unable to take a urine drug test because of this. They stated they had since turned the stimulation back down, but they were still having issues going to the bathroom. They claimed the amplitude set itself to 8.5 volts. On the call they changed from program 1 to program to and set it to 3.3 volts. They felt comfortable stimulation and they were going to monitor symptoms and follow-up with their healthcare provider as needed.